Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis- (B)(6) june additional, changed, and/or corrected data: b.5., b.7, g.1., g.3., h.6.

Event description:
Patient's spouse reports implant was "moving upwards" and patient was diagnosed with lymphedema. Patient suffered stress, embarrassment, and worry.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was diagnosis of lymphoma-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports "patient presented recently with increasing pain and swelling in the right breast and a recent needle aspirate confirmed a seroma with involvement of anaplastic large cell lymphoma." Histopathology results note involvement of anaplastic large cell lymphoma. Cells for cd30 and cd4 positive and alk negative. The surrounding right breast was firm and hard and significantly larger than the left. The device has been explanted. Treatment was marked "tram flap reconstruction".